Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally, but it would not turn on. The data log could not be retrieved, as the unit would not turn on, and data log review could not be completed. The unit could not be run on the functional tester because the receiver would not turn on. The receiver case was opened for interior inspection and passed. Battery testing was performed and failed. Charging circuit testing was performed and failed as there was no output at tp21. The reported event of the overheating of the receiver was confirmed as the u6 board was hot to the touch and there was no output at the test point for the u6. The probable cause was determined to be a defective u6.